Event description:
As per dr. (B)(6), an assistant at the office was using this prophy angle during a prophy procedure when the item exploded inside of a female patient's mouth with minimal pressure. The tip broke, plastic ring broke in half and 3 metal pieces. They could only find all pieces that broke except one metal piece. They then sent the patient for chest x-ray (no sign of anything in lungs) . They are not sure if she swallowed that piece.